Event description:
The customer reported the device would not power up, only displayed a white screen. The manufacturers field service engineer (fse) duplicated the reported problem. The customer reported the device was not in use, no patient harm. The fse replaced the vga pcba to resolve the issue. The device passed extended self test and the performance verification test successfully.